Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product

Event description:
Triangular bit of double head brush head snapped off in mouth [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2017 that she had an oral-b dualaction brushhead (the one with the double head), and elaborated that the triangular bit snapped off in her mouth. The consumer stated that this happened to the whole pack of 3 in the space of a month. She described that the logo was grey, and the coin test was negative. This was not the first time the consumer had used these particular brush heads. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.